Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the light cover glass was chipped, light cover glasses adhesive was worn, optical cover glass adhesive was uneven, distal end adhesive was lifting, insertion tube had mechanical damage, switch #1 button was worn, upward/ downward/ left/ right angulation was not up to specification, upward/downward/left/right play was evident, left/right brake play was evident, left/right brake was not up to specification, and the electrical safety test was not up to specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope angulation was loose. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the air/water channel and the auxiliary jet channel had white crystallized contamination. There were no patient involvement in this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing of the endoscope olympus will continue to monitor field performance for this device.